Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A device history record review was performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. (B)(4).

Event description:
A nurse reported a leaking valved cannula during a vitreoretinal procedure. There was no patient harm. There is no product sample available for evaluation as per the reporter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).